Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured (flexed clavicle-rib); full lead returned and analyzed.

Event description:
It was reported the lead was prophylactically replaced due to recent episodes of oversensing of noise. A fracture was suspected. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.